Event description:
On (B)(6) 2009, this patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient admitted to the emergency room on (B)(6) 2013, with back pain. A computed tomography (CT) revealed the right limb of the previously implanted gore excluder device had become occluded. The images also revealed a retroperitoneal hematoma. The physician intervened and implanted two gore excluder (B)(4) devices to create an aorta uni iliac. The physician relined the existing graft from the renal arteries down to the hypogastric artery due to an intra-operative indeterminate endoleak. The right limb was already occluded, so the physician then planned to do a femoral-femoral bypass. The final angiogram showed no endoleak and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141000/06721951, pxt311413/06680086, and pxl161407/06689078. Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion.